Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings with vns normal mode diagnostics testing. The vns was disabled. X-rays were reviewed by the MFR. It was noted the lead pin does not appear to be fully inserted. In addition, a suspicious area was noted near the electrodes. The pt has had no trauma and does not manipulate the vns. The pt's family has elected not to pursue vns revision surgery at this time.